Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product evaluation.

Event description:
The customer reported that following a diagnostic catheterization procedure, an attempt was made to deploy a vasoseal elite. During the procedure, the j segment broke off of the locator in the tissue tract. The j segment was retrieved from the tissue tract without difficulty. Manual compression was held. No further complications were reported.